Event description:
It was reported that the insulin pump alarmed no delivery and had bent sensor cannula. Customer was aware of high blood glucose protocol and did a complete set changed. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).